Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 10 years and 4 months post tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 valve in a pre-existing surgical valve, the valve failed due to regurgitation (type unknown). The patient underwent a successful valve-in-valve procedure with a 26mm sapien 3 ultra resilia valve and post dilation with a 26mm non-edwards balloon. The patient was in stable condition.